Manufacturer narrative:
No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported that (B)(6) male patient that weights (B)(6) who had a hip fracture and required surgery in (B)(6) 2016. A stryker screw broke resulting in a second surgery in (B)(6) 2016. The entire stryker product was removed. Patient is requesting compensation.

Manufacturer narrative:
The reported event that a stryker screw broke after surgery could not be confirmed since the device was not returned for evaluation and the provided x-ray does not identify any breakage. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that (B)(6) year old male patient that weights (B)(6) who had a hip fracture and required surgery in (B)(6) 2016. A stryker screw broke resulting in a second surgery in (B)(6) 2016. The entire stryker product was removed. Patient is requesting compensation.